Manufacturer narrative:
During a coil embolization of an intracranial aneurysm in an unknown vessel that was heavily tortuous with moderate calcification, the cashmere (crc140408-30/g14358), which was used for framing, could not be detached despite pressing the detachment button three times. The cashmere finally detached on the 4th attempt; however, it ended up deforming the "frame" when manipulating the coil for detachment. It is unknown if there was any stretching occurred at that time. Subsequently, several unknown coils were placed in the aneurysm but because of the unsuitably-shaped frame, some coils did not fit into the aneurysm and slightly extended to the parent vessel. After that, when the physician was delivering an unspecified microballoon to place it along the aneurysm, the coils got hung up on the microballoon. This caused the coils largely protrude out of the aneurysm. Therefore, the decision was made to cover them with the enterprise vrd (details unknown). Afterwards, the vrd was safely placed along the aneurysm and the procedure was successfully completed without any further issues. No patient injury/complications were reported. It is unknown how many coils were successfully detached using the same dcb and the same cable. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the cashmere, cable and dcb by visual inspection. The complaint product (without coil) is going to be returned for evaluation. No additional information is available. The coil was implanted. The device positioning unit (dpu) passed electrical testing. The detachment fiber did receive heat and melt. A possible cause for the detachment requiring four detachment attempts may have been melting of the detachment fiber pooling around the resistive heating coil's socket ring. This may have temporarily captured the coil's suture or the socket ring before releasing it on the fourth detachment attempt or during the manipulation used to detach the coil. The exact circumstances that may have caused this cannot be determined. It is possible that excessive pressure/manipulation of the device may have contributed; however, no conclusion can be made. As reported, the loss of the framing shape may be related to the device manipulation during attempt to detach the coil. Without the return of the complete detachment system and the coil used in the procedure, which remains implanted, it cannot be determined if these components contributed to the event. No root cause determination can be made. With review of the reported information, and analysis of the returned dpu, a definitive conclusion regarding the root cause of the reported event cannot be determined. Based on the report that a microballoon was then used for coil placement, it is possible that aneurysm characteristics/neck size also contributed to the subsequent coil positioning and device interaction to the coil protrusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated clarification regarding "deforming the frame" and was explained as "the targeted aneurysm was precisely framed using the cashmere. However, because the physician encountered difficulty detaching the cashmere and he was manipulating it to detach, the "frame" became out of shape." (B)(4). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Per received report: the procedure was coil embolization for an unspecified intracranial artery aneurysm with a vessel that was heavily tortuous and moderately calcified. During the procedure, the aneurysm was framed with a cashmere (crc140408-30/g14358, complaint product), but then the physician could not detach it although pressing the detachment button for three times. The cashmere was finally detached on the 4th attempt; however, it ended up deforming the "frame." Subsequently, several coils (details unknown) were placed in the aneurysm but because of the unsuitably-shaped frame, some coils did not fit into the aneurysm and slightly extended to the parent vessel. After that, when the physician was delivering an unspecified microballoon to place it along the aneurysm, the coils got hung up on the microballoon. This caused the coils largely protrude out of the aneurysm. Therefore, the decision was made to cover them with the enterprise vrd (details unknown). Afterwards, the vrd was safely placed along the aneurysm and the procedure was successfully completed without any further issues. No patient injury/complications were reported. It is unknown how many coils were successfully detached using the same dcb and the same cable. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the cashmere, cable and dcb by visual inspection. The complaint product (without coil) is going to be returned for evaluation. No additional information.